Event description:
Patient was revised to address loosening of the cup. There was also osteolysis and a fair amount of metal debris in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.